Event description:
It was reported that the small battery drive device stopped working. During in-house engineering evaluation, it was observed that the device experienced intermittent operation. It was further determined that the device failed pretest for check power with power test bench. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the intermittent operation, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).